Manufacturer narrative:
Final device analysis reveals the product bond wire(s) are broken; primary findings show that both b+ battery bond wires are fractured. Unit testing, as received, detected power-on-reset (por) occurs when pressing on the ins can. Results of product inspection after destructive analysis reveals the epoxy bond is broken between the hybrid circuit and both battery terminals. Product service life was 32.6 months. Analysis results obtained confirm the reason for device return.

Event description:
The device was returned for analysis with no documented reason for product return. Review of the manufacturer's device registration system shows the unit was retrieved after 32.6 months implant duration. The product was placed in 2004. The product was explanted in 2006 and was returned to the manufacturer for evaluation.